Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00212.

Event description:
It was reported that the tips of two pedicle screws were found to have broken off inside the vertebral bodies post-operatively. The upper sections of the screws were removed during a revision surgery to address disease progression and the broken screws; fusion was present at the level in which these screws were implanted. The tips were not able to be removed and remain implanted. No further patient events were reported. This is report one of two for this event.